Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent mesh removal/revision on (B)(6) 2008 due to a prolapsed uterus, a complete cystocele, a rectocele, a bilateral para-vaginal defect and urinary incontinence in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01038. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01038. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a caesarean section and hysterectomy on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/18/2017. (B)(4). It was reported that the patient also underwent sacral colpopexy, paravaginal defect repair, pubovaginal sling and posterior repair on (B)(6) 2008.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrence and bleeding after implantation. No additional information provided at this time. (B)(4).